Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa excel 8 was in contact with a pt when the us board stopped working in the middle of a surgery. There was no pt injury or death alleged. The event lead to a significant increase of surgery time, but time was not communicated. Pt info and procedure/surgery are all unknown. Additional clinical info has been requested.